Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were issues with the programmer analyzer measurements during an attempt to perform a ventricular test. It was noted that there no issues with the measurements the following day. No patient complications have been reported as a result of this event.